Event description:
Overdelivery reported. The pump was set to infuse meperidine 10mg/ml at a continuous rate of 19mg/hr. A new 30ml (300mg) vial was placed at 415pm. At 6pm, the pump was alarming for an empty syringe. The pt's nurse was off the unit with another pt at that time. A new vial was placed by the nurse covering this pt, who was unaware that the last vial had only been in place for 1 hour 45 minutes. At approximately 8pm, the pump alarmed again for an empty vial. The pump had been cleared at 2pm, and at 8pm the display screen indicated 72.2mg had delivered. The pt, however, had actually received two full vials (total of 600mg) between 115pm and 8pm. She was reported to be "sleepy with respirations of 8 per minute." Her blood pressure (134/89) and pulse were stable baseline. Pulse oximetry indicated an oxygen saturation of 85%. She received 2 amps of narcan and oxygen was started at 2 liters per nasal cannula. Her oxygen saturation improved to 94%. She was monitored closely and no adverse sequelae were reported. The customer reports that they "have determined this event to be a hosp problem. It has been resolved as an in house issue." Customer risk manager states, "this is a hosp problem for which he is not at liberty to give any further details."